Event description:
A 6f angio-seal device millennium platform was used to seal the arteriotomy site post coronary intervention. Before the device was deployed, blood was seen around the sheath. Hemostasis was completed with the angio-seal device. About 3-4hours later, the patient developed a hematoma (more than 6cm) and bleeding reoccured. A blood transfusion of 1200cc was given. The patient had no pain at the puncture site and the skin color of the leg was normal, but, the pulse was weak. Two weeks later, the patient was discharged without any complications. A follow-up was done 2 1/2 months later and the patient had no further problems.